Manufacturer narrative:
Product complaint #:(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: (B)(4) 2018. Psr submission number: 2210968-2018-75204. Psr report identifier: (B)(4). All event details will now be captured via emdr report number 2210968-2022-10195.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh extrusion, persistent vaginal bleeding with some clots and chronic abdominal cramping with vaginal pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/14/2022. Additional information: d4.